Manufacturer narrative:
PMA/510(k) #: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. (B)(4).

Event description:
Description of event: vertes: ¿stent protrusion >20 mm into the aorta: a new predictor for restenosis after kissing stent reconstruction of the aortoiliac bifurcation¿. Off label use: stents were positioned at the bifurcation so that extended at least 10 mm into the aorta. Self-expanding stents were simultaneously post dilated.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Device evaluation: the zilver flex 35 vascular self-expanding stent device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation: n/a-the device did not return. Document review: prior to distribution zilver flex 35 vascular self-expanding stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is evidence to suggest that the customer did not follow the instructions for use (B)(4). "The product is intended for use in the iliac, superficial femoral artery(sfa) and above the knee popliteal artery" it was off-label use as the stent was deployed extending into the aorta. Root cause review: the device was used off label. It was off-label use as the stent was deployed extending into the aorta. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report being submitted as the investigation was completed on 09-sep-2020. Description of event: vertes: ¿stent protrusion >20 mm into the aorta: a new predictor for restenosis after kissing stent reconstruction of the aortoiliac bifurcation¿. Off label use: stents were positioned at the bifurcation so that extended at least 10 mm into the aorta. Self-expanding stents were simultaneously postdilated. Patient/event info - notes: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.